Event description:
Per the clinic, the patient experienced a failure of osseointegration post-operatively resulting in fixtrue loss.it is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is not available for analysis. This report is filed december 17, 2013.